Event description:
Complainant alleged that during a routine shift check by a clinician the device displays error message code "leads off" on the display screen and power shuts off after three discharges with a good battery. The complainant indicated that there was no pt involvement in the reported failure.